Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image inside the evis lucera elite xenon light source octagon may not be displayed in the pre-use inspection and there was a b30 scope communication error. The event occurred during a diagnostic gastroscopy procedure. The procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.